Event description:
It was reported to philips that during use, dsa was malfunctioned. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the exposure function was still available, procedure was still finished with shaking images. It was reported that the images were shaking, and zero dose position was moving. Upon further inspection, philips field service engineer (fse) visited onsite and checked logs file and found the table longitudinal pot error. Fse performed ad7x longitudinal pot calibration. After that, the system was returned to use in good working. This reported problem code combination and specific scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: in this scenario, the customer complains of artifact, but the customer continues and completes the procedure on the same system with no effect on the procedure, and the artifacts are recognizable. The potential for artifact to occur is well known by clinicians in the field of radiology and interventional radiology. Many artifacts do not impede the ability for the procedure to be continued. This may be because the artifact can be resolved (i.e. By moving something that is external to the patient or reducing interference from other medical devices), can be reduced (i.e. By limiting patient movement or timing interventions with cardiac/respiratory motion), or can be easily recognized without risk of causing confusion/misinterpretation. A scenario in which the customer reports artifact but it is recognizable and does not impede the ability to proceed with the procedure is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the exposure function was still available, procedure was still finished with shaking images. It was reported that the images were shaking, and zero dose position was moving. Upon further inspection, philips field service engineer (fse) visited onsite and checked logs file and found the table longitudinal pot error. Fse performed ad7x longitudinal pot calibration. After that, the system was returned to use in good working. This reported problem code combination and specific scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: in this scenario, the customer complains of artifact, but the customer continues and completes the procedure on the same system with no effect on the procedure, and the artifacts are recognizable. The potential for artifact to occur is well known by clinicians in the field of radiology and interventional radiology. Many artifacts do not impede the ability for the procedure to be continued. This may be because the artifact can be resolved (i.e. By moving something that is external to the patient or reducing interference from other medical devices), can be reduced (i.e. By limiting patient movement or timing interventions with cardiac/respiratory motion), or can be easily recognized without risk of causing confusion/misinterpretation. A scenario in which the customer reports artifact but it is recognizable and does not impede the ability to proceed with the procedure is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The reporting address line 1 and the reporting address city have been updated.